Event description:
It was reported that the implant had a foreign body like cotton fiber. Doctor noticed it during stem insertion so doctor removed a foreign body by tweezers and used the implant.

Manufacturer narrative:
The exact cause of the event could not be determined because no foreign material or photograph of the foreign material was returned. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that the sterile lot was within specification. A review of the complaint history records indicates that there have been no other events for the reported lot.

Event description:
It was reported that the implant had a foreign body like cotton fiber. Doctor noticed it during stem insertion so doctor removed a foreign body by tweezers and used the implant.

Manufacturer narrative:
It was noted that the device was implanted and is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device was implanted.